Event description:
It was reported that the left ventricular (lv) lead had chronic high thresholds. The lv lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2010-(B)(6). (B)(4).